Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she fell into a swimming pool while wearing the insulin pump. Customer stated that the display went blank and would not return. Blood glucose level at the time of the incident was 259 mg/dl. During troubleshooting, customer was able to get the display to return. The customer received a restart alarm and confirmed that the alarm history contained multiple error alarms. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart alarm anomalies noted. No moisture damage was found on the electronics, motor, battery tube and vibrator assembly noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.